Event description:
It was reported that during a meniscal repair, the suture broke and the implant remains behind the meniscus. According to the reporter, the first cinch went in with very little resistance and the knot slid down without any problems to create a nice repair. The second cinch that went in also went without any problems, but when the surgeon pulled on the knot it only slid half way down to the repair site. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that the surgeon inserted the first and second implant with no problems. While the surgeon was using the knot pusher/suture cutter to push/tension the knot; he paused, placed the knot pusher and the suture in the same hand, so that he could grab the scope with his other hand in order to view the arthroscopic repair. Subsequently, in not keeping the suture in line with the knot pusher, the suture was accidently nicked. The sliding knot broke. The surgeon attempted to slide/tension the knot by hand but was not successful. The second implant and sutures were retrieved. The first implant remains behind the meniscus. A competitors device was used to complete the intended repair. Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, as reported, the most likely cause(s) of this type of event is nicking the suture with the knot pusher/suture cutter. The surgical technique guide notes: pull suture in line with the knot pusher and avoid rotation of the handle. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.